Event description:
Obtaining unusually high blood glucose monitoring device results and going to the hosp for a glucose test. Reporter stated glucose result was 500 mg/dl and within two minutes an additional test was 102 mg/dl. Reporter indicated a repeat test was performed with a result of 366 mg/dl two hours later along with a hosp device result of 104 mg/dl compared at the same time. Reporter indicated no treatment was received and controls were used and found to be within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.